Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the customer facility. The fsr review the data logs and saw many back flow alarms in the flow module logs. The fsr could not duplicate a backflow alarm during when there was no flow. He saw no alarms while running the system with a primed circuit. The fsr replaced the flow sensor as a precautionary measure. The newly installed flow sensor operated to manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor continuously alarmed with an error message of "back flow". When the centrifugal pump was started and had forward flow, then the alarm ceased and flows were displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. Per data log analysis. On (B)(6) 2017, many backflows are logged as reported. The system log does not cover the incident date so the centrifugal pump speed cannot be determined. There is no way to tell from the log if the backflows are real. Looking back through the log, this behavior seem consistent on other cases as well. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.